Manufacturer narrative:
Additional information: sections d.6b. Additional information regarding procedure date were not provided. The recipient's infection was reportedly not device related. The recipient has skin issues and the wound was not healing. The recipient's device was explanted. The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection and skin flap breakdown at the implant site. A skin flap revision procedure has been performed. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's healing went well after surgery. The company was informed that the explanted device will not be returned to the company. A review of device history record was completed, and no anomalies were noted. No additional treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.